Event description:
The incident occurred in the recovery room. The gsp sales representative observed that the a-6002 pleur-evac double collection was hooked up to -20 suction. The water in the waterseal, on pt inspiration went up into the waterseal and directly into the first column of the collection chamber next to the waterseal. The waterseal had no more water in it except a few cc's. The sales rep commented that it seemed as if the float ball was too small, or the hole where the float ball comes in contact, was too big. The water in the waterseal was goingup, passing around the float ball in the negative chamber and bubbling. The float ball was not impeding the flow as it usually does. This resulted in the pt being left with minimal water in a short time, and no water in the waterseal. The unit was changed out and there was no report or injury. The hosp alleges that this type of incident occurred about 12 previous times.